Event description:
All lots of licox c8.b temperature probes manufactured for distribution in the united states are tested for pyrogens prior to release for sale. The device must exhibit and endotoxin level of less than 0.05 EU/ml (2.15 EU/device), as the probe comes in contact with cerebrospinal fluid (csf). During routine pyrogen testing prior to release to finish goods for distribution, some c8.b temperature probes exhibited endotoxin levels above the required limit. These lots had not been released to the field. As a precaution, integra conducted additional re-testing of samples of the c8.b temperature probes that had passed pyrogen testing prior to distribution, were released for sale, and found that samples from seven lots had temperature probes which also exhibited increased endotoxin levels.